Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient got multiple messages that said make sure hb is on ht. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during drain 4 of pd treatment. The patient drained 4313 ml of 2200 ml fill. This drain volume is 196% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient verified the overfill event. The patient verified that there was no harm, intervention or adverse event due to the overfill event. The patient did get a new cycler and has been using it with no further issues. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.